Event description:
In 2002 the end-user called medtronic minimed and stated that pt is still getting the leaks and wants the sets replaced. One month later maersk medical received the complaint and 10 unused sets.